Event description:
The customer reported that approximately 2 cups of clear fluid was leaking from the diluent reservoir of the coulter act diff 2 analyzer. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) confirmed that the diluent was over flowing due to a malfunctioning diluent reservoir level sensor. The fse replaced the diluent reservoir float chamber resolving the leak. (B)(4).